Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states contacted biomérieux to report the occurrence of a false negative result in association with the vidas® toxo igg assay. The repeat testing indicated a positive result; the positive result was reported to the physician. The customer stated the discrepant vidas® toxo igg result was not reported to the physician and therefore had no impact on patient therapy. The customer indicated a minor delay in reporting the correct result. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An investigation was conducted for a false negative result in association with the vidas® toxo igg ii test kit. Customer initial test results: (B)(6). Testing used two (2) internal isolate samples (g251 and g258) with targets close to the customer's sample values, and a retained vidas® toxo igg ii test kit from the customer lot. The calibration results were within the acceptable range. The result obtained for these two isolate samples were within specifications. Additional tests using the same internal samples: (B)(6). A review of quality records confirmed there were no issues associated with the product lot. During the investigation, the issue (negative rfv) was reproduced when the test was performed without any sample dispensed in the strip. In conclusion, the customer has forgotten to dispense the samples in the sample well of the strip during the first analysis module a. The performance of vidas® toxo igg ii test kit lot 1004951330 / 170502-0 are within the expected specifications.